Manufacturer narrative:
Based on investigation on the customer's system the audit trail in rapidcomm(data management system) indicates that when the sample in question was first received on (B)(4) 2014 at 18:54, a record was created containing a medical record number of (B)(6) and the sample was immediately sent to the lis without review. The sample was reviewed at 21:07 and edited to change the medical record number to (B)(6) and the corresponding patient demographics replaced those of the original patient. The modified sample was resent on (B)(4) 2014 at 10:10. Based on the information gathered by siemens representative on the customer's system indicates that the sample was originally misidentified at the instrument based on the information contained in the sample creation audit long and was corrected in rapidcomm(data management system) some time later. The event has occurred due to an operator error.

Event description:
Customer reported that incorrect patient demographics (B)(6) was identified on data management system when they run patient sample (B)(6). Customer also reported that the transfer log showed the wrong patient demographics for the results whereas the patient sample log showed the correct patient demographics for the results. There was no report of injury due to this event.